Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose level was greater than 500 mg/dl and she had ketones at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.